Event description:
It was reported that pump displayed malfunction alarm malf 0 no notable events occurred before malfunction. There was no adverse impact to the customer's blood glucose level. Technical support assisted caller with resetting pump, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to call back if malfunction alarm occurred again, which caller acknowledged and understood.